Event description:
It was reported that oversensing leading to some inappropriate auto mode switching episodes were observed. The patient was asymptomatic. Lead was capped and replaced on (B)(6) 2017. Patient¿s condition was fine post-procedure.